Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the chin with .01-.02 ml of juvéderm® vollure¿ xc. Immediately, the patient¿s chin and bottom lip began to ¿blanch and get white,¿ noted as ¿vascular occlusion.¿ the patient was treated quickly with heat and compression and began to inject the patient with hyaluronidase. Event is ongoing.